Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump timer clock anomaly. The customer¿s blood glucose level was 91mg/dl at the time of the incident. Customer stated that the gain was greater than 1 minute per week. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was reset with correct time/date and monitored. No time/clock anomaly noted during testing. The insulin pump was received with cracked select button keypad overlay and stained keypad overlay.